Event description:
Prior to cardiopulmonary bypass, the perfusionist was priming and debubbling the cardiopulmonary bypass circuit with a plasma-lyte-a crystalloid solution. When she was checking the arterial line filter for air, she noticed a small -0.5mm-dark particle on the in-flow side of the filter. We replaced the filter and continued with preparations and this did not affect pt care. This is the fourth such incident in the last 8 months. Per our risk management dept. The first filter was sent to the company who manufactured the filter, medtronic. They confirmed the existence of the particle but did not clarify what it was. In the second incident, the filter was inadvertently drained when it was taken out of the circuit. The third filter was sent to medtronic with the request to analyze the particle. The response letter stated in part "the foreign material measured 0.017 inches" "a carbon-based fiber with some amount of sodium and chloride present." The foreign material analysis did not provide a consistent composition, therefore, did not identify a specific source. Speculation as to the source of the carbon-based fiber suggests a black fibrous material. It is possible that the fm may have been present near the outlet of the oxy or within the tubing connection to the filter and once priming began, the fm moved through the priming solution and was caught in the filter. This time, the filter was sen to terumo, the MFR of the oxygenator. We have yet to receive a response.